Event description:
The patient reported communication issues between the implant and the external equipement. The surgeon decided to explant the system and replace it with another advanced bionics spinal cord stimulator.